Event description:
It was reported that during a code the device would turn on, but it was inoperable. All the controls were unresponsive. The patient was not resuscitated.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported incident.

Event description:
It was reported that during a code the device would turn on, but it was inoperable. All the controls were unresponsive. The patient was not resuscitated.

Manufacturer narrative:
Physio-control continues to investigate the reported incident.